Event description:
The customers reported via phone call that customer were hospitalized due to high blood glucose on unknown date. Blood glucose reading was 585 mg/dl at time of hospitalization. Customer declined troubleshooting for high blood glucose. It was unknown about auto mode feature was active or not at time of event. Customer also reported that infusion set was leaking. No further patient complication were reported. Device will not be return for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.